Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to to have a broken grip cable at the grip hub location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Consequently, the instrument's grips were not able to be moved, resulting in the jaws failing to open and close.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the branch of the monopolar curved scissors (mcs) instrument did not close at certain angles, and it did not follow manual commands for certain movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05-oct-2024: the instrument was not moving in the indicated direction. The instrument was not static. There was no injury to the patient.